Event description:
It was reported that during an unspecified procedure a balloon hole was noted. The lesion was located in the left anterior descending artery. The 3.0x12 maverick2 monorail balloon catheter had a hole in it. No other details are available. The procedure was completed with a non bsc balloon. The patient status is listed as fine with no other complications reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation as it has been disposed of; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).